Event description:
Additional information was received which indicated surgical intervention was undertaken on (B)(6) 2018 and the lead was repositioned. Postoperatively, the patient is reportedly receiving therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the lead had migrated. As a result, surgical intervention may be pending.